Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was corrosion on metallic surfaces and dust and dirt contamination were found. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a CPAP unit being returned to a third-party service center as part of the recall process with no initial complaint. The service center reports the unit has corrosion in the device. During the evaluation of the device at the third-party service center, the device was visually inspected and corrosion in the connector and connector oxide was found. The device was scrapped. This report is being submitted due to corrosion in the device.

Manufacturer narrative:
On the previously submitted report, report source was incorrect.  It is corrected on this report.